Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 109mg/dl and the sensor glucose was below 40mg/dl at the time of the incident. The sensor will be returned for analysis.

Manufacturer narrative:
We evaluated one opened and used sensor; performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter, connected the sensor to the transmitter, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Also, found sensor with a bent cannula. Unable to confirm if customer received sensor in said condition due to customer returned opened and used.